Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to produce x-ray and showed an error message- image storage not possible, problem with image memory and x-ray deactivated. Review of the system log file showed that problem with the image disk. Upon functional testing, fse found that the x-ray pc was defective. The fse replaced the x-ray pc. After replacement of the x-ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system cannot x-ray. No harm has been reported to philips. Philips has started an investigation of the complaint.